Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient¿s ipg reached end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient's ipg was inoperable due to reaching end of life was reported to abbott. The ipg was explanted and replaced. X-ray confirmed one of the leads had migrated and showed high impedance. As a result, the lead was explanted but was able to attach the new ipg to the other old lead at t9. A port plug was used and kept one lead. Effective coverage was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01695. Additional information received stating surgical intervention occurred on (B)(6) 2023 where the ipg and lead were explanted and replaced.